Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse evaluated the internal power source assembly's associated with the device and determined the issue was related to the power driver board within the gas delivery engine (gde). The gde was replaced and the device was returned to the customer operating to service specifications. At this time, carefusion failure analysis laboratory has not received the suspect gde for evaluation.

Event description:
The customer reported while on a patient, this avea ventilator cycled off after the ventilator inadvertently was backed against a bed. No reported patient harm is associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. Alternating current and direct current power source testing was performed on the suspect component gde. At this time, the reported event was duplicated and the root cause failure is associated with hardware within power driver board. This issue will be internally investigated within carefusion.